Event description:
A family member of the customer reported a no delivery alarm on the insulin pump during prime. The family member reported the customer having a blood glucose value of 43 mg/dl. The family member was unable to complete troubleshooting. The helpline advised the family member to monitor the insulin pump and to call back to complete troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).